Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus, which located on w3dialysis. The customer attempted to recover and reboot the station, but still issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer found that the board had no lights and required replacement, replaced the controller board to restore the machine to operation, inventoried the drawer without any issues, and the medication opened correctly for the customer. The system functioned as intended after the field service engineer repaired the device.